Event description:
Reported blood glucose results of "356, 132, and 262 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced.